Event description:
Report received of a spontaneous disconnection of an abbott extension set from an insyte peripheral arterial catheter. The extension set was connected to a peripheral arterial line when it disconnected. The nurse noticed the disconnection, however the pt reportedly still had an unquantified but "significant" blood loss. It was reported that a blood transfusion was given. Although requested, no additional information was provided.